Event description:
Blood glucose results of "395 mg/dl and 522 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips and control solution were replaced.